Manufacturer narrative:
Photographs of the armboard accessory evidence splintering/cracking near the pivot/clamp area of the armboard. This area allows for the armboard to attach to the surgical table arm rail and allows for the pivoting or rotation to a desired angle. The anesthesia armboard operating instructions contain the following warning, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing."

Event description:
The user facility reported an armboard accessory was splintered and cut an employee's finger. The employee cleaned the cut and bandaged the finger. No additional medical treatment was required. No report of procedural delay or cancellation.